Manufacturer narrative:
Block d2b: product code: additional product code qon. Block d10: model number/catalog number: 1201 serial number: (B)(6) batch/lot number: al10017961 model/catalog description: tined lead unique identifier (UDI) #: (B)(4). Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator (ins) had surgery to explant their ins and tined lead due to infection. Additionally, the infection was in the ins pocket. It is unknown what type of infection was present, and the physician does not know if the device caused or contributed to the infection. The patient denied other comorbidities. The patient said they are doing fine.